Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing sensor discrepancy. The customer's current blood glucose level was 470 mg/dl while their current sensor glucose value was 237 mg/dl. The sensor had been in place for 5 days. The cannula was not bent. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.